Event description:
During evaluation of a returned homechoice machine, an overfill was discovered. In the therapy session started in 2007, drain 1, the home patient's ultrafiltration (uf) reading was 665 ml. This uf indicates that the home patient (hp) drained 665 ml more than the programmed fill volume of 2000 ml for a total drain of 2665 ml. During follow up, the hp's nurse stated that there was no reported patient injury or medical intervention.

Manufacturer narrative:
Evaluation results: the homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available information, the probable caused of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold and/or false empty detect at the initial drain cycle and the previous therapy last drain cycle. The device will be routed to the service area.